Event description:
It was reported that during a post-op check, the patient complained of discomfort in the rib cage area. The right ventricular lead showed no capture and loss of sensing. X-ray showed the lead was still in position. The lead was repositioned and capture threshold and sensing were back to expected values. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.